Event description:
It was reported that the user experienced hyperglycemia while using the ilet and had run out of insulin for the pump, with the highest reported glucose of 369 mg/dl and readings above 180 mg/dl since the morning; the user planned to administer subcutaneous insulin via pen and was instructed to disconnect from the ilet for at least two hours after a manual injection. Symptoms included nausea and significant anxiety. Outcomes included no hospitalization, no professional medical intervention, and the user¿s plan to follow a ketone action plan if ketones were positive, with emergency care advised if vomiting occurred due to concern for diabetic ketoacidosis. Investigation included telephone-based troubleshooting and education regarding backup insulin use and pump disconnection timing. Investigation of this case revealed no device malfunction reported and that hyperglycemia was associated with lack of available insulin for the pump, with the user transitioning to injections as backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to therapy interruption due to unavailable insulin rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.